Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the patient presented remotely for follow-up. Review of the transmission revealed that the atrial lead exhibited low sensing and noise, a lead breakage was suspected. The physician elected to take no action at this time. The patient's condition was stable.